Manufacturer narrative:
The 135cm, 6mm x 15cm powerflex pro balloon burst in the vessel. There was no reported patient injury. A non-sterile powerflex pro 6mm x 15cm x 135cm pta balloon catheter was returned for analysis. Per visual analysis, the balloon was coiled inside a plastic bag and was received deflated, no other anomalies were observed. Per functional analysis, a three-way valve was attached to the inflation lumen port, pressure was applied to the device to inflate the balloon, a leakage was observed. Scanning electron microscopy (sem) analysis revealed the balloon burst was caused by a rupture on the balloon surface. The inner surface did not present any evidence of damage or defect. The outer surface presented evidence of bulged/peeled off material and scratch marks adjacent to the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 17532607 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined. Based on the information available for review, vessel characteristics although unknown, may have contributed to the reported event. Analysis revealed scratch marks and bulged/peeled off material and scratch marks adjacent to the balloon rupture on the outer surface of the balloon. It appears the balloon material near the rupture was torn with a sharp object from the outside of the balloon. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17532607 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 135 6 mm x 15 cm powerflex pro balloon burst in the vessel. There was no reported patient injury. The device will be returned for evaluation.